Event description:
Patient's distal humerus/ulna construct removed after ulna component fracture and multiple revisions to the same elbow.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown covered by cement ulna component std left.an evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding fracture involving an unknown ulna component was reported. The event was confirmed. Device evaluation and results: provided images confirm the reported event. Medical records received and evaluation: provided information was deemed insufficient for review. Conclusions: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
Patient's distal humerus/ulna construct removed after ulna component fracture and multiple revisions to the same elbow.